Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter noted the time and date were incorrect when reviewing the history. The reporter noted the time and date reset to factory settings with battery changes. The reporter was unsure why the time and date were incorrect. The reporter stated the patient's blood glucose (bg) levels ranged from 480mg/dl to 50mg/dl with no signs or symptoms of hyperglycemia. The reported bg levels do not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.